Event description:
It was reported that the surgeon had inserted a three piece aspheric collamer lens model cq2015a and noticed the lens was torn. The surgeon removed the lens without enlarging the incision and no pt injury. It was reported that the lens tear was due to a loading error.

Manufacturer narrative:
A visual inspection of the returned product shows the optic is torn and a haptic is torn. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.